Event description:
Inbound. Recently multiple issues with no disposable alarms on both pumps, however one pump seems to alarm more than the other, pump serial number (B)(4). Replacement pumps sent and box for return, no further details provided.